Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 5 colony forming units (cfus) of an unspecified bacteria in the air/water channel, and less than 1 cfu of an unspecified bacteria in the auxiliary channel from a sample collected on november 6, 2023. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer states there have been no deviations or defeciencies or concerns with the reprocessing process. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was not performed immediately after the procedure. The disinfectant used is unknown and the channels were flushed with: bacteriologically controlled; double disinfection procedure. The automated endoscope reprocessor (aer) used was endoscope washer disinfector - jonzac n°415 the device was stored in a plasma typhoon. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Corrected fields: b5 (information was inadvertently missed) d9 date returned (device was returned prior to initial submittal), h10 (cds information was inadvertently missed). This report is being supplemented to provide additional information based on the third party test results, the device evaluation, and the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Colony forming units (cfu): <1 cfu. Bacterial identification: none detected. The customer provided the following cleaning sterilization and disinfection (cds) information. The device was reprocessed four times before sampling. The device was not used on a patient and was quarantined after a positive culture was observed. The returned device was evaluated and the following defects were noted during the evaluation: the scope cover was cracked, the mouthpiece was damaged, the air/water cylinder was scratched, the scope connector mouthpiece was damaged, the up/down angulation was out of specification, and the up/down knob was damaged. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Event description:
The scope tested positive for 9 colony forming units (cfu) of an unspecified bacteria in the biopsy channel and 13 cfu of an unspecified bacteria in the suction channel.